Event description:
It was reported that the twist clamp of a peritoneal dialysis (pd) transfer set was leaking. This issue was further described as, "leaking dialysate two to three times over the course of last week." This was observed during use of the device for pd therapy. There was no report of patient injury. However; the patient received antibiotic treatment as a precautionary measure. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.